Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy d.a.s.h. Dometip double lumen sphincterotome. The device was advanced through the endoscope and into position. During bowing of the sphincterotome, the cutting wire surface was reduced, resulting in burning of the tissue during cautery application. The device was withdrawn and another sphincterotome was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The sphincterotome was subjected to a conductivity test with an ohm meter. One lead of the ohm meter was placed in direct contact with the cutting wire located at the distal end of the sphincterotome and the other lead of the ohm meter was placed in direct contact with the electrical pin in the handle of the sphincterotome. This ohm meter test confirmed continuous conductivity because the buzzer and lighting of the ohm meter remained continuous. With the sphincterotome and active cord connected. One lead of the ohm meter was placed in direct contact with the cutting wire located at the distal end of the sphincterotome and the other lead of the ohm meter was placed in direct contact with the power supply end of the active cord. This ohm meter test confirmed continuous conductivity because the buzzer and lighting of the ohm meter remained continuous. During our laboratory analysis, the sphincterotome was connected to an electrosurgical power supply unit and current was successfully applied. The sphincterotome cut and cauterized the sample as intended. A visual inspection of the cutting wire was performed. When the tip of the sphincterotome is bowed, the cutting wire will retract into the catheter slightly, which is appropriate. However, this is under direct control of the user when manipulating the handle. The bowing action and slight retraction of the cutting wire did not affect how the cutting wire cut and cauterized the sample during our laboratory evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the patient and operator. Fulguration and burns are listed in the instructions for use as possible adverse effects. Clinical personnel reviewed this information and indicated that in order to perform a sphincterotomy, a sphincterotome cuts and burns by use of the power provided by the electrosurgical unit (i.e. An application of cautery from the electrosurgical unit through the sphincterotome). The clinical personnel concluded that cutting and burning are expected outcomes of sphincterotomy. The conditions in which the sphincterotome is used to safely create the desired cut and burn are under the direct control of the user. The instructions for use caution the user to follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of a patient return electrode. The user is instructed to ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure. Additional information provided indicated the patient return electrode was in position during this procedure. Prior to distribution, all d.a.sh. Dometip double lumen sphincterotomes are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of continuity between the cutting wire and electrical pin in the handle of the sphincterotome. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The device functioned as intended during our laboratory analysis. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.